Manufacturer narrative:
One ev1000 system was returned for product evaluation. The ev1000 system was tested and the reported failure of ¿double counting¿ could not be replicated. However, there was an error message of ¿databox disconnected¿ that occurred. This was due to the cpu/tordex board was defective. There was a communication failure to the unit over the serial port where the pc panel loses the databox connection and displays the error message on the pc panel. The cpu board was replaced to correct the issue. When the error message occurs this prevents the subsequent use of the databox. This is a known issue and there is an investigation underway with the supplier. The root cause analysis of a failed cpu board is determined to be the result of power overdrawing because of a connected component. The board is designed such that all major modules are powered with a single line. The most probable cause is debris or foreign metal materials on the sodimm I/o connector which results in voltage spikes or a short circuit. The manufacturing of the ev1000 databox has been transferred to a different supplier effective october 2015. The evftcl cable involved in the event has not been returned for product evaluation. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed by evaluation; however, the issue of no communication to the databox, with an error message of ¿databox disconnected¿ was observed. The found issue has been escalated for further investigation.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that the ev1000a system was ¿double counting.¿ additional information was unable to be obtained as to what value or waveform was ¿double counting¿. The patient was not on a balloon pump. There were no fault messages observed. When the issue was noticed they removed the product from use. There was an evftcl cable involved in the event. The clinicians did not isolate the issue to either product. The patient demographics are unknown. There was no patient harm or injury.